Event description:
The event is reported as: the customer alleges that the tubing became disconnected from the connector during pt use. The pt's condition is fine; however the pt did de-saturate during the alleged incident. No report that a medical intervention was performed.

Manufacturer narrative:
The device sample was rec'd by the MFR. But the investigation is incomplete at the time of this report.